Event description:
Cardiac index measurement was high (>7) on 2 monitors post o.r. When compared to the physician cardiac index of 3.5 in the o.r. Refer to user facility MDR.

Manufacturer narrative:
Device not returned.